Event description:
Patient in v-fib. Zoll read "poor pad contact" when rn put paddles on his chest. After third attempt, rn put all his weight onto paddles (and worried he would break patient's ribs) and it finally worked. Zoll was subsequently removed from service and examined, but nothing was wrong with it. Device back in circulation after check by clinical engineering.